Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported insulin pump had a crack and also had a low sensor glucose. Customer reported blood glucose value of 54 mg/dl and was treated with carb intake. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l. Troubleshooting was declined for low blood glucose and it is unknown whether customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for cosmetic damage and it was reported location of damage was at the case of the battery tube side. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-332a. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump was received with cracked case at the battery tube side. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. History download was successful using thump. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 09-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 09-apr-2025 in the pump history file and found 3 lost sensor 1 alert (780) on (B)(6) 2025, 1 lost sensor 1 alert (780) on (B)(6) 2025, 1 lost sensor 1 alert (780) on (B)(6) 2025, 2 sensor error alert (801) on (B)(6) 2025, 1 low battery alert (104) on (B)(6) 2025 02:35:00.000, and 1 change battery fault (73) on (B)(6) 2025 12:06:00.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 7:50:59 am. There was no power data available for the date on (B)(6) 2025. Unable to check power data for low battery alert and replace battery alert/change battery fault (73). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Damage confirmed at the back of the pump. Damage- cracked case battery tube confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.